Event description:
The customer's parent reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was not known. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no act or escape button response due to corroded keypad traces. No button error alarm during our testing. Unable to perform displacement test due to no button response. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.